Manufacturer narrative:
Investigation of the customer issue included a review of compliant text, a search for similar complaints, a review of field data, a review of instrument logs, a review of historical data, a review of product quality history, and statistical process control analysis. No adverse trend, non-statistical trends, non-conformities, potential non-conformities, or deviations were identified for the customer's issue. Labeling was reviewed and found to be adequate. Field data did not identify any issue related to overall performance and found no systemic issues. Field data indicated that median patient result for the likely cause lot is within established limits. Review of the instrument logs did not identify any sample integrity issues. Testing was performed using in-house retained kits and the testing met all specifications. Review of statistical process control analysis did not identify any issues for the reporting lot. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results while using architect prolactin reagents. The following data was provided: sid (B)(6) (using lot 91424ui00) initial 25.33 ng/ml, repeat 24.44 ng/ml. Test using previous lot (89425ui00) was higher, sid (B)(6) 40.48 ng/ml. No impact to patient management was reported.